Event description:
The lay user/'pt called lifescan (lfs) in 2007 alleging the sample was not drawing in with the one touch ultra meter. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue began on six days earlier. She had attempted to test using two different lots of test strips. After the reported issue, on the day prior to original date, at 8:00 am., the pt reported feeling shaky and sweaty. She contacted her physician and a lab test was ordered. The pt was unsure of the results at the time of the call. The pt was treated with food and drink following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt alleged she had symptoms suggestive of low blood glucose after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.